Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100536723. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100520138. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that, following implantation of an artificial urinary sphincter (aus), the patient received radiation therapy. The patient later developed urethral atrophy, which led to inadequate cuff fit and recurrent urinary incontinence. A revision procedure was performed, and the aus was explanted and replaced. No additional patient complications were reported.